Event description:
As reported to coloplast though not verified, report of pain and other physiological responses.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Not returned.

Manufacturer narrative:
This follow-up MDR is created to document additional patient and complaint information. Coloplast has not been provided any corroborating evidence to verify this report.

Event description:
As reported to coloplast though not verified, patient experienced mental & physical pain and suffering, vaginal bleeding, erosion, extrusion, and exposure has undergone or will undergo corrective surgery or surgeries.